Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated the ivc and are adjacent to l4. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated the ivc and are adjacent to l4. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after seven years, CT-abdomen/pelvis demonstrated ivc filter perforating the ivc with one leg in an adjacent vertebral body, exerting mass effect and reactive changes to the l4 vertebral body and one leg very near to the aortic wall. Therefore, the investigation can be confirmed for perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.